Event description:
Another country's regulatory authorities reported that a patient experienced endophthalmitis, four days following intraocular lens (iol) implant surgery. The surgeon who performed the surgery reported that, contrary to what was initially reported, first symptoms were observed nine days following iol implant surgery. The patient was hospitalized two days later for a period of one month. During hospitalization, the patient underwent a vitrectomy, an endocular laser treatment and a cryoapplication. The patient had a retinal necrosis and, as a result, visual function of the eye was lost. Surgeon said enucleation is not envisaged. Cultures were taken and the results were negative. Additional information has been requested. This is one of three medical device reports being filed for this event. This report is for the viscoelastic.

Manufacturer narrative:
The product was not returned for analysis. Results from the product, batch and sterilization history record review indicated the product met release criteria. There have been no other complaints reported in this lot number. Additional information was requested on 03/27/2009 and 03/31/2009 by phone and on 03/31/2009 by mail. A completed questionnaire has not been received.